Manufacturer narrative:
The device has not yet been returned for investigation, nor was the lot number of the disposable set provided. The manufacturing records for this serial number have been reviewed and nothing notable was observed. The unit has not been returned to belmont for maintenance since it was shipped to the customer in 2014. We will continue to follow up with the user facility for more information and to request that the unit be returned for evaluation. It was reported that the case was completed successfully and that there was no harm to the patient. When additional information becomes available, a supplemental report will be submitted.

Event description:
The user facility reported that the output temperature of the rapid infuser was drifting between 37.9 degrees celsius and 36.1 degrees celsius at a flow rate of 90ml/min. Another rapid infuser was brought in and the case was completed without any issues.